Event description:
The patient's atrial septal defect (asd) was measured via tee and sizing balloon to stop flow. A 17mm amplatzer septal occluder (aso) was deployed successfully, however, the aso embolized to the descending aorta at the time of extubation. The aso was snared using a 25mm loop snare and removed. The asd was remeasured and a 22mm aso was implanted successfully. The patient is reported as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.